Event description:
Related manufacturer report number: 1627487-2023-03151. It was reported the patient was experiencing ineffective therapy and their ipg became inoperable after they stopped charging it. Surgical intervention is planned to address this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete product information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.